Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient was unable to place their system into MRI mode and experienced ineffective therapy. Diagnostics revealed high impedances on both leads. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.